Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, dr. (B)(6) was going to fully seat screw in 4-hole claw ii plate and on final turn, driver head broke off. Loose peace was found but discarded. Implant site: midfoot resolved: extra driver in set. No delay.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.